Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 715 mg/dl. The customer experienced symptoms such as nausea, short of breath and all of the body parts were itching. The customer was treated with intravenous insulin drip and regular insulin after intensive care unit. It was unknown whether the customer was using the auto-mode feature. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.